Manufacturer narrative:
Corrected data: h6 (medical device problem code- adding 1091 and 2017). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the user being unable to reprocess the device led to the malfunction. The event can be detected/prevented by following the instructions for use which states the detection method in gif-1100 operation manual chapter 3 preparation and the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited the nozzle clogged by a whitish material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.